Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed a cough. There was no report of serious or permanent injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection was completed by the manufacturer. The manufacturer found evidence of wear and tear, contamination on the side of device, a dark contaminant on both sides of the ultra-fine filter, a label marked as a "heinen + lowenstein" warranty seal covering one of the bottom enclosure screw holes, dust and fibrous contamination beneath the ui knob and on top of the pca, dust contamination throughout the enclosure, airpath, and on/in the blower, a slight deformation of the flow manifold due to pca been incorrectly placed but it didn't affect the therapy. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 instances of continue e -65 on the error log, which was considered irrelevant for the purposes of the investigation. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with wear and tear, contamination on the side of device, a dark contaminant on both sides of the ultra-fine filter, dust and fibrous contamination beneath the ui knob and on top of the pca, dust contamination throughout the enclosure, airpath, and on/in the blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed a cough. There was no report of serious or permanent injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.